Event description:
Consumer reported receiving a burn from using an otc disposable heat pack device for approximately 2 hours on his lower back/waist. He self-treated the area with polysporin ointment and then sought medical treatment on (B)(6) 2013. He had an area of erythema 4x5 cm with 2 more localized first and second degree burns, some sl. Purulent crust and surrounding erythema. He was prescribed bactrim ds 800-160 mg, 1 tab bid, 14 tab, 7 days starting (B)(6) 2013. Follow up call to consumer revealed condition to be improved and healing.